Event description:
It was reported that during a small surgery the height of the cut that did not allow a sufficient opening due to the use of a centerline knife that had a defect during cutting. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was found that the blade is slightly loose, which probably caused the edge not to reach the sufficient opening. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.